Event description:
It was reported that (1) mcs20 was used during an unknown procedure. It was reported by the affiliate that the clip dropped. (Not into the pt) a new instrument was used to finish the case. No adverse to pt.